Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was not returned for evaluation. Root cause cannot be determined. It is presumed that the reported phenomenon occurred due to the internal board broke down and the lcd panel has failed due to other influence/factors other than equipment. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unknown procedure the device showed intermittent image. Grey box pops out on the view and present intermittently on the screen and keeps showing up. There were no further details provided regarding the reported event. No patient impact or harm reported. No user injury reported.